Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was not used due to unknown malfunction. Further information was requested but not yet available.

Event description:
New information received notes that the lead was not use because it was too short to use.

Manufacturer narrative:
Analysis was normal. No anomalies were found.